Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager the cardiosave intra-aortic balloon pump (iabp) has issue with pc solenoid control board. There was no patient involvement reported .

Manufacturer narrative:
Fse found numerous fault 118 in fault log. Fse resolved the issue by replacing the pcb solenoid control (d670-00-1161). Fse completed full pm and then calibrated and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.